Event description:
The pt's husband reported that his wife had passed away due to a heart attack. He stated that her death was not caused by the omnipod product.

Manufacturer narrative:
No product was returned for evaluation. No product malfunction was alleged. No qualification records were reviewed; no product lot number was reported.